Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On 12mm amplatzer vascular plug ii was selected for implant. During deployment a deformation was reported and was exchanged for a 10mm amplatzer vascular plug ii. No patient consequences were reported.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that a smaller, 10mm, plug was subsequently implanted.